Event description:
A falsely elevated troponin I result of 0.065 ng/ml was obtained on a patient sample. The result was reported to the physician. The original sample was retested and a result of 0.001 ng/ml was obtained. The patient was admitted to the hospital, but treatment was not prescribed or altered. There was no report of adverse health consequences, as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin appears to be a single event which has not been reproduced. A siemens healthcare diagnostics inc field service representative was dispatched to the account to perform a visual evaluation of protocols. The instrument is performing within specifications.